Manufacturer narrative:
The visual inspection of this device revealed the push catheter was buckled close to the hub. The working length of the push catheter was bent, and the suture hole on the push catheter was torn. The guide catheter was found broken in pieces (dividing into proximal and distal remnants). The proximal remnant was stretched and broken into two, one half was kinked and buckled and the other half was bent and stretched. The distal remnant of the guide catheter was stretched in one end with a suture impression on the other end. The suture and the stent were not returned for additional analysis. Functional evaluation could not be performed on this device due to the damages on the device. It appears both the guide and the push catheter became damaged at the same time during the procedure, probably due to the excessive force applied when the physician attempt to retract the guide catheter and deploy the stent. Based on the damages found on this device, the most probable root cause for this complaint is operational context. Device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The device has been received; however the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter stretched and detached. The detachment occurred outside the patient. The stent was able to be deployed with no reported patient complications. The patient was reported to be in good condition after the procedure.

Event description:
It was reported to boston scientific corporation that a flexima biliary stent system was used during a stenting procedure in the common bile duct of a patient (patient age, sex, and weight are unknown). During the procedure, as the guide catheter was retracted for stent deployment, the guide catheter stretched and detached. The detachment occurred outside the patient. The stent was able to be deployed with no reported patient complications.the patient was reported to be in good condition after the procedure.